Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the gap in the adhesive area could not be determined. It is possible that the gap was caused by external factors or device handling. Olympus will continue to monitor field performance for this device.

Event description:
The evis lucera elite duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there was a gap observed in the adhesive area between the hold ring and distal end. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the reportable malfunction, the following were noted: adhesive on the bending section cover had a chip and a white-clouded area; the objective lens was dirty; the connecting tube had a scratch; the protector of the universal cord had a scratch on the control section side. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.